Manufacturer narrative:
The reported observations of ¿communication issues and discomfort at the ipg implant location¿ was not confirmed through electrical and function testing of the returned device or a review of the diagnostic logs. The root cause of the observation could not be determined. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate tests the communication signal strength (rssi) value between the tester and the implantable pulse generator (ipg); the rssi test results were within the expected range during ate testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to establish communication with the clinician programmer and patient controller. To resolve the issue, the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.